Event description:
The patient reported blood glucose results of "109 mg/dl, 112 mg/dl, and 456 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter and control solution were replaced.